Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the device was returned. The stent was returned deployed and was noted to be curved in the mid-section. The proximal, mid and distal stent delivery wire (sdw) was kinked. The distal protection assembly (dpa) and retract pad were intact. The stent was microscopically examined and was noted to have frayed braid edges. The stent was also noted to be broken/fractured in multiple locations. The introducer sheath tip was noted to be damaged. Functional inspection was not performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event ¿stent failed/unable to open (when not implanted)¿ could not be confirmed during analysis of the returned device but the analysis results are consistent with the reported event. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. The anatomy was reported to be severely tortuous which may have contributed to the reported event. An assignable cause of procedural factors will be assigned to the reported and analyzed event: ¿stent failed/unable to open (when not implanted)¿ and the analyzed events: ¿sdw kinked/bent¿, ¿stent deformed¿, ¿stent broken/fractured during use¿ and ¿stent introducer sheath distal tip damaged' will be assigned to this investigation as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
The subject device was returned for analysis and the device investigation revealed that the stent was broken/fractured during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.